Event description:
It was reported the colonovideoscope had a pink residue coming out of both ports after it was manually cleaned. Additionally, it was reported that green tinged water mark was found when the scope was hanging. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding an update to h2 and h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not confirm the foreign material adhered/clogged in the ports, however, foreign material adhered/clogged in the device was confirmed. It is likely the foreign material may not have been removed because reprocessing was not conducted properly due to leakage at biopsy channel. Therefore, the foreign material remaining in the device and the ports could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.